Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of 368 mg/dl with abdominal pain and bad breath. Patient feels this pump is not working correctly. Patient has received a replacement pump today, and customer support (cs) assisted patient in transferring settings to the new replacement pump. Patient changed the site yesterday and again today, states there were no alarms and no leaking from site. Patient states that she has had abnormal periods and may be peri-menopausal. Patient was unwilling to go through troubleshooting the old pump. At end of call, bg had come down to 238 mg/dl and patient continues on the replacement pump. Cs advised patient to call health care provider, inform them of the changes in her periods, as maybe her settings need to be changed. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/14/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.